Event description:
On (B)(6) 2022, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient was hospitalized with intestinal bleeding. It was determined he was bleeding in the duodenum and the j tube wasn't in place, it went a bit backwards and caused a loop around itself. According to the doctors, it created pressure on the intestinal walls and caused a bleeding ulcer. The j tube was removed until the tissues recover and will not be reinserted for about a month. The duodopa administration was switched to the stomach.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Intestinal bleeding is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.